Event description:
It was reported that this right ventricular (rv) lead was surgically capped during an unrelated device replacement procedure due to noise and syncopal episodes. It is unknown at this time if the noise resulted in over-sensing and pacing inhibition. A new replacement rv lead was implanted to resolve the event and no additional adverse patient effects were reported. This lead remains implanted, but capped and out-of-service.